Event description:
Boston scientific received information that this right atrial (ra) lead was not sensing and not capturing as the lead was dislodged. The system was programmed to single chamber ventricular device. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.